Event description:
It was reported that during the procedure, the drill bit partially fragmented. No other information is known at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.